Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient devolved an infection in her mastoid which resulted in electrode array migration. The patient was treated with antibiotics (date not reported). Subsequently on (B)(6), 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.